Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of asae was most likely use issue related due to perclose failure confirmed by the contrast injected and doctor per the clinical.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 76 year old female undergoing high risk percutaneous coronary intervention (hrpci) with pre support clinical status consistent with scai shock stage a developed a left common femoral artery (lcfa) access site hematoma prior to insertion of the impella peel away sheath. Despite calcified vessels, the patient's arteries remained widely patent. Hrpci with impella support was completed. During attempts to tighten the perclose suture post explant, the suture detached from the artery; manual pressure was applied, and a second perclose attempt was unsuccessful due to a dilated arteriotomy. A two sheath technique was attempted but did not achieve closure. Repeat contralateral access allowed pta ballooning at the lcfa arteriotomy site, performed with two inflations, resulting in a stable site. Final angiography showed a patent lcfa with good distal runoff and no extravasation. Md confirmed that neither the impella sheath nor pump caused the vascular injury. The patient remained stable and survived to explant.